Event description:
It was reported, following a renal angiogram from the right femoral approach, an 8f angio-seal vip was deployed. A pre-deployment femoral angiogram was not performed prior to the angio-seal deployment. The pt was discharged. Five days later in 2009, the pt returned for a right femoral extremity angiogram and results revealed a 100% right common femoral artery occlusion with distal reconstitution via collateral vessels. Three days later, the pt underwent a right femoral artery endarterectomy via surgery. The pt is reported to be recovering. No additional info is available.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.